Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. Patient also experienced pain at the ipg site. Prior to ipg reaching eol patient experienced ineffective therapy. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein patients system was explanted to address the issue.

Manufacturer narrative:
The report that the ipg was revised due to ¿end of life (eol)¿ was not confirmed. Device had not declared eri or eol and was delivering therapy at the time of explant date. After recovery, the device communicated with all lab utilities and passed all functional tests on the ate (automated test equipment).